Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up MDR will be filed.

Event description:
Received information regarding a separation between the luer lock and the cartridge. Customer's blood glucose level was impacted.